Event description:
The manufacturer received information alleging a trilogy 100 ventilator failed to power up properly during device evaluation. There was no harm or injury reported. The device's power management board required replacement to address the issue. However, no repairs were completed because the device was not needed for inventory and was scrapped.